Event description:
The patient stated that she was receiving 04 (occlusion) errors on her infusion device. She stated that prior to the report, she changed the battery, piston rod, insulin cartridge, infusion tubing, and infusion site. The patient was instructed to disconnect from her infusion site and she was able to bolus through the infusion tubing without error. The pt was then instructed to remove her infusion site to look for kinks. She stated, there were no kinks in the cannula but she did see blood. The pt stated she always inserts infusion sets in her abdomen below her waist. The pt was educated on proper site rotation and was advised to reinsert the infusion site above her waist. Upon follow up in 2007, the pt stated she continued to receive occlusions during basal delivery. She was instructed to disconnect from her infusion site and she was able to bolus without error. The pt was advised to change all of her accessories. The pt reported the following day that she has not been able to resolve the recurring occlusions on her infusion device. The patient was advised to switch to her backup infusion device using all of her current accessories. Upon follow up later the same day, the pt stated her backup infusion device is working properly and her primary infusion device continued to give occlusion errors while empty. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.